Event description:
It was reported a gravely ill patient received an iab via the femoral artery while in the operating room. The iab was inserted using a sheath. After the insertion, the patient was moved to the ICU. Twenty-four hours after the insertion, the "helium gas leakage" alarm occurred. The md removed the iab and replaced it with another arrow iab. Due to the gravity of the patient's illness, the patient expired. The hospital reported the patient's death was not related to the iab.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.